Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4196 implantable pacing lead - (B)(6) 2012.

Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited oversensing and a decrease in impedances and r-waves. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.